Event description:
It was reported that during a supply change the user did not observe drops during the fill tubing sequence on the ilet, which was traced to the infusion set connector being twisted in the wrong direction and not fully secured; after guidance to rewind, verify a full cartridge, and properly attach the connector, drops were observed and the supply change was completed. No reported clinical symptoms. Outcomes included no impact to health and no alerts or alarms. Investigation included troubleshooting and user education by confirming cartridge fill status, rewinding the device, and reattaching the infusion set connector. Investigation of this case revealed incorrect attachment of the infusion set connector, resulting in no observed drops until proper connection was made. It was concluded, based on previously established findings for similar reports, that user technique was the cause.